Event description:
Customer alleged when unit was plugged into the wall outlet it started arcing and had white sparking. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-cg serial number/date code (B)(4) is approximately 2 years and 1 month of age. The user manual part number 1143190 rev h (mar-10) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability, and medication regimen are unknown . The consumers is a (B)(6) female, (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.